Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced an unexpected re-initialization of their insulin pump after inserting a sensor. The patient's blood glucose was 98 mg/dl at the time of the call. The customer stated the sensor does not seem to be working. The customer was sent new sensors. The customer did not return the product back for analysis.